Event description:
It was reported the pt has not used her scs system in approximately a year. The pt stated her scs system has been reprogrammed multiple times, and the stimulation appeared effective but then it would become ineffective. The pt is scheduled to have her scs system removed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.